Event description:
No capture, high impedance, and fracture (subclavian crush) of the right atrial lead reported. The lead was partially removed, capped, and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Proximal segment returned and analyzed.